Manufacturer narrative:
The device was received for evaluation. During visual inspection, the device was noted to be wet. A polyurethane (pur) residue (film) was found in the dialysate connector but not on the sealing surface. A leak test of the dialysate side was performed, and no leak could be found. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from the head of the polyflux 170h set during prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.